Event description:
It was reported that on (B)(6) 2021, the patient underwent rotator cuff repair surgery at (b)(B)(6) hospital to address persistent right shoulder pain. Despite strict adherence to post-operative rehabilitation, the patient's symptoms not only persisted but progressively worsened in the months following surgery. These symptoms included unrelenting pain, diminished range of motion, and the inability to regain functional use of the right arm and shoulder. The patient¿s condition deteriorated significantly. Despite continued adherence to post-operative instructions and the use of conservative pain management measures, including tylenol, ibuprofen, oxycodone, and cold therapy, the patient endured more than a year of persistent pain, swelling, and functional limitation in the right shoulder. On (B)(6) 2022, the patient underwent an arthroscopic biopsy to evaluate the possibility of an underlying infection. However, during this procedure, the surgeon implanted a smith and nephew regeneten patch without the patient¿s consent. In the months following this procedure, the patient¿s pain significantly intensified. The patient began to experience neurological symptoms radiating from the right shoulder through the arm and into the hand. Subsequent evaluations by specialists, including emg and nerve conduction studies, confirmed severe ulnar nerve damage. As the condition deteriorated, the patient was compelled to undergo implantation of a spinal cord nerve stimulator in an attempt to manage the unrelenting neuropathic pain. Despite these extensive interventions, the patient continues to suffer from chronic pain, substantial loss of mobility, irreversible neurological impairment, and multiple areas of scarring along the arm. Four cultures were taken from the patient¿s shoulder; two tested positives for c. Acnes bacteria, which is notoriously difficult to diagnose. This bacterium is commonly associated with shoulder infections, is slow-growing, and may not appear in cultures until two to three weeks after samples are collected. On (B)(6) 2022, during a post-operative examination, the patient complained to the surgeon about numbness in two fingers of the right hand, numbness in the upper palm of the right hand, and pain extending from the shoulder to the elbow. The patient subsequently underwent diagnostic testing at four separate medical facilities. Each specialist independently confirmed that the plaintiff had sustained permanent ulnar nerve damage, which was not present prior to the (B)(6) 2022 surgical procedure. The patient¿s medical records from (B)(6) hospital further corroborated that there was no evidence of pre-existing nerve injury prior to surgery. The documented ulnar nerve damage resulted in muscle atrophy, persistent weakness, and functional loss, ultimately requiring additional surgical intervention. The patient was unaware that a smith and nephew regeneten patch had been implanted until (B)(6) 2022, when three other orthopedic surgeons informed them that the patch would need to be removed. The patient¿s condition at that time included ongoing shoulder pain radiating into the palm and two fingers of the right hand. It is unknown how the patient was treated, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4) h3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: internal complaint reference case-(B)(4). H2: corrected data: h6: health effect - clinical and impact code h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. Insufficient product identification information was provided and thus a complaint history review. Instruction for use review and a risk management review could not be conducted. A clinical review states that based on the information provided the clinical root cause of the reported event could not be determined and there is no evidence of a connection between the reported ulnar nerve damage and the s&n regeneten patch. We are unable to rule out the patient¿s initial injury/ procedure as a contributing factor to the reported event as it was noted that the patient was experiencing ¿inability to regain functional use of her right arm and shoulder¿ prior to the placement of the regeneten patch. We are also unable to rule out a procedural variance contributing factor as it was noted that the cultures taken during the aug 2022 procedure were positive for c-acne bacteria. Although the specific product details were listed as unknown, the regeneten IFU does note that the presence of infection is contraindicated for the placement of the regeneten bioinductive implant. The impact to the patient is reported as impaired fingers and ulnar nerve damage. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for further assessment.